Event description:
It was reported that when the device was used during a laparoscopic sigma, the staples would not close. No further info is available. Another device was used to complete the case. There was no consequence to the pt.